Manufacturer narrative:
Complaint is confirmed. Examination found bur tip was detached from inner tube. Blade missed laser welding process. The bur tip was not welded to the inner tube. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 8 complaints regarding (B)(4) devices for this device family and failure mode. During the same time frame (B)(4)devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the h9101, shaver bur, fell off in a shoulder joint during and arthroscopic shoulder procedure on (B)(6) 2019. The bur fragment was safely removed from the patient's joint. There were no issues noticed with the bur prior to use. The procedure was completed successfully with another of the same type of bur and lot number. There were no reported patient or user injuries and no reported delay. This report is being raised based on device malfunction with potential for injury upon reoccurrence.